Event description:
Info received indicates when using the CPR pedal. It will not place the bed into the CPR position.

Manufacturer narrative:
The technician found the bolt from the CPR weldment was too loose, preventing the bed from going to the CPR position. He tightened the bolt to repair the bed.